Event description:
Customer called to report a pod that went into alarm with an occlusion. However, the customer was concerned as she noticed elevated blood glucose levels (bg's) in the 300's up to 12 hours before the occlusion alarm sounded. Once customer placed a new pod, bg resumed a normal range. No further info is available.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.